Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message " replace sensor," when scanning the adc freestyle libre 2 sensor, on (B)(6) 2020. The customer experienced symptoms of dizziness, "total dullness", and exhaustion. The customer was treated at home with two injections of "liproluk" and humalog by a healthcare professional for diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.